Manufacturer narrative:
An event regarding crack/fracture involving a ceramic liner was reported. Through the investigation a medical review confirmed malposition of the shell. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays and mar report by a clinical consultant concluded "procedure-related factors: - cup malposition with supplemental screw fixation causing deformation of the cup shell contributing to an acute overload condition causing a ceramic fracture. Patient-related factors - none. Device-related factors: - none as also supported by mar findings. Diagnosis: - cup malposition with supplemental screw fixation causing deformation of the cup shell contributing to an acute overload condition causing a ceramic fracture." -device history review: not performed as the device lot number is unknown. -complaint history review: not performed as the device lot number is unknown.. Conclusions: the root cause of the event was determined to be related to malposition of the secur-fit cup. A clinical review did not indicate any evidence of a device related issue. No further investigation for this event is possible at this time. If further information become available this investigation will be reopened. Not returned to the manufacturer.

Event description:
It is reported that after ceramic cup and screw implantation, surgeon tried to put ceramic insert into the cup by hand and suddenly insert was broken. It is also informed that new ceramic insert was delivered and procedure completed successfully. Medical review noted that post operative x-rays from this primary procedure indicate that the cup is malpositioned.